Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) captures the reportable investigation result of balloon pinhole. Investigation result: a visual examination of the complaint device revealed that the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated; however, the balloon would not hold pressure due to a pinhole leak found in the body of the balloon. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label; the dfu states to not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve. It was reported that the balloon was pre-inflated. This failure is likely due to an interaction between the user and device, or sample, caused or contributed to the error. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on october 09,2018. According to the complainant, during preparation, the balloon was noted to be leaking. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.